Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2017 with the following findings: there were reboots observed in the pump's black box download. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power issues observed. Corrosion was observed in the battery compartment. No further moisture was found on the internal components of the pump. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.